Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and some wetness was observed on the transfer set and on the pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked at "the junction of the line with the twist clamp". This occurred during use of peritoneal dialysis therapy. The patient was given antibiotics as prophylaxis treatment and the patient¿s transfer set was replaced. There was no patient injury associated with this event. No additional information is available.